Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), thin friable leaflets and breast cancer patient with probable chemo and radiation for a mitraclip procedure. During the procedure, first mitraclip was implanted on medial to lateral side on anterior and posterior leaflet 2 (a2p2). After deployment, it was determined that a single leaflet device attachment (slda) has occurred and clip was no longer attached to the anterior leaflet and leaflet tear was observed. Per the physician, slda was due to the pre-existing patient anatomy of thin friable leaflets. Additional mitraclip xt was implanted on the medial side of the first clip for stabilization. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was notified that the slda clip that had tear was embolized and at the iliac bifurcation. Transesophageal echocardiogram (tee) was performed and physician decided to implant another mitraclip near to the detached clip. Another mitraclip xtw was placed on the lateral side of anterior and posterior leaflet 2 (a2p2). Clip release sequence was started and shortly after the lock line was removed, anterior grasp was lost and the leaflet tear was observed. Embolized clip was removed with the plan of balloon pump placement. The final mr was grade 4.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and based on the information provided, the reported slda resulting in tissue damage and subsequent expulsion resulting in embolism and recurrent mr appear to be related to patient conditions and due to thin/friable leaflets. Tissue damage/injury, embolism and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Code 4624 was removed.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), thin friable leaflets and breast cancer patient with probable chemo and radiation for a mitraclip procedure. During the procedure, first mitraclip was implanted on medial to lateral side on anterior and posterior leaflet 2 (a2p2). After deployment, it was determined that a single leaflet device attachment (slda) has occurred and clip was no longer attached to the anterior leaflet and leaflet tear was observed. Per the physician, slda was due to the pre-existing patient anatomy of thin friable leaflets. Additional mitraclip xt was implanted on the medial side of the first clip for stabilization. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was notified that the slda clip that had tear was embolized and at the iliac bifurcation. Transesophageal echocardiogram (tee) was performed and physician decided to implant another mitraclip near to the detached clip. Mr was grade 4+ before starting the additional procedure. Another mitraclip xtw was placed on the lateral side of anterior and posterior leaflet 2 (a2p2). Clip release sequence was started and shortly after the lock line was removed, anterior grasp was lost and the leaflet tear was observed. Additional mitraclip was attempted but was not successful. Embolized clip was removed with the plan of balloon pump placement. The final mr was grade 4.